Event description:
It was reported by the prestataire that the patient has been experiencing post-prandial hyperglycaemia for approximately one month. The blood glucose level has reached 2.90 g/l (290 mg/dl) to 3 g/l (300mg/dl). As a result, the patient has been administering bolus doses using a pen while continuing to wear the pod for basal rate monitoring. This method stabilises their blood glucose levels, leading the patient to suspect that the bolus insulin is not being delivered. It was reported the omnipod dash controller/ personal diabetes manager has been dropped several times and has cracks. It was reported that there have been no changes in diet, medication, or routine, their skin condition is good (no lipodystrophy or scarring), and the injection sites are regularly rotated. Upon removal of the pod from the infusion site, the cannula is straight and not kinked; no adhesive detachment, leakage, pain, or bleeding was observed. The patient is reportedly experiencing fatigue to due frequent night-time awakenings. This issue has been noted while utilising pods with lot number pd1k10132521.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported event. No lot release records were reviewed, as the product lot number was not provided.